Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint was not confirmed in the lab due to a lack of a sample. Per the complaint information, the patient stated there was air in the patient line. There was not enough data within the complaint information to identify root cause of the air. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report that there was always a lot of bubbles in the patient line and has to re prime it several times in order for all the air to be removed. The hp stated that this seemed to have started since she started using her luer lock supplies. The hp would like to swap the hc to rule out the hc is not at fault. The hp has manual supplies for therapy use. The registered nurse (rn) was to program the new hc. The baxter technical service representative (tsr) initiated a swap of the machine. The tsr did not discuss the use of continuous ambulatory peritoneal dialysis (capd) because the hc was operational. There was a patient involved and was no patient injury or medical intervention indicated at the time of the initial report.